Event description:
It was reported that there was a screw fractured inside of the implant at tooth site #21. The screw was suctioned during removal.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. The device will not be returned for analysis as the screw was suctioned during removal; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.